Manufacturer narrative:
Additional information was received that the patient developed an infection at the ipg site. Symptoms were redness and drainage at the site. The patient was placed on antibiotics.

Event description:
A report was received that the patient had developed infection. The physician believed that the infection was not device related. It was noted that despite specific instruction given, the patient was applying vitamin e ointment to the incision site during the healing process. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56 cm. Model#: sc-4319, lot #: 20312004, description: clik x MRI anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed

Event description:
A report was received that the patient had developed infection. The physician believed that the infection was not device related. It was noted that despite specific instruction given, the patient was applying vitamin e ointment to the incision site during the healing process. The patient underwent an explant procedure.